Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off during use. The following information was provided by the initial reporter, translated from german to english: "needles break off (pe)."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0140220. D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-05-19. Investigation summary: seventy two sealed 32g x 4mm pen needle samples were returned from lot. No. 0140220 cat. No. 320561. Visual examination was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off during use. The following information was provided by the initial reporter, translated from german to english: "needles break off (pe)".